Event description:
During the case the needle tip broke. The surgeon elected to leave the needle tip fragment in the knee until a follow-up surgery where he planned to place more suture constructs and remove the fragment. The follow-up surgery occurred nine days later; it was successful and the fragment was retrieved. The surgeon reported that patient recovery was normal after the first case. No patient injury has been reported. A manufacturing lot review could not be performed because the lot number has not been received. The user discarded the device. Because the device was not returned, additional evaluation cannot be performed.